Event description:
It was reported that the dermatome was making a loud noise and blocks during procedure. No harm was noted but a 0-15 minute delay with the patient under anesthesia was noted. Another device was used. Inspection noted that the motor speed was unstable. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the motor speed was unstable and swivel loose and the motor and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.